Event description:
Event description guidant received information that this implantable pacemaker (ipm) had myopotential inhibition. The sensitivity in both chambers was reduced, but the device is still sensing the myopotential.